Event description:
It was reported there was loss of pacing output. It was also reported the external pacemaker was experiencing momentary loss of pacing for 1-2 seconds or less intermittently. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case and one side bail cover are contaminated. Keyboard is scratched. Encoder flex is out of mechanical specification. Flex is crimped.